Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information through a representative of the patient alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache related to a bipap device's sound abatement foam. There was no report of any medical intervention at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.